Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Based on the clinical review of the information provided; it was determined that there are many factors associated to the risk of abdominal hernia in peritoneal dialysis patients with end-stage chronic disease. The scarcity in medical information provided, does not allow to analyze a relationship between the use of peritoneal dialysis solution and hernia in this patient.

Event description:
The contact person of a peritoneal dialysis (pd) patient reported that the patient was experiencing some drain complications during drain 3 of 5. The patient contact reported that there was a lot of fibrin in the lines. The patient contact was concerned about the patient having an infection due to the patient having undergone surgery recently. Upon follow up with the patient's pd nurse (pdrn) it wad determined that the patient had undergone surgery for a hernia repair. Per pdrn, the patient had a pre-existing hernia prior to start of pd. The hernia became more prominent and he had to have an outpatient procedure to have it repaired on (B)(6)2016. According to the pdrn, the patient had not experienced an infection after the surgery. The fibrin build up was resolved with the help of heparin. After the procedure the patient had been able to complete all the dialysis treatments and there were no additional adverse events to report.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact person of a peritoneal dialysis (pd) patient reported that the patient was experiencing some drain complications during drain 3 of 5. The patient contact reported that there was a lot of fibrin in the lines. The patient contact was concerned about the patient having an infection due to the patient having undergone surgery recently. Upon follow up with the patient's pd nurse (pdrn) it wad determined that the patient had undergone surgery for a hernia repair. Per pdrn, the patient had a pre-existing hernia prior to start of pd. The hernia became more prominent and he had to have an outpatient procedure to have it repaired on (B)(6) 2016. According to the pdrn, the patient had not experienced an infection after the surgery. The fibrin build up was resolved with the help of heparin. After the procedure the patient had been able to complete all the dialysis treatments and there were no additional adverse events to report.